Event description:
It was reported that telemetry could not be established with this subcutaneous implantable cardioverter defibrillator (s-ICD). The physician attempted using several wand positions and multiple programmers without success. The patient was moved to three different rooms were attempted without change. The device was reset with a magnet, but the issue remained. Technical services (ts) was contacted for guidance and direction.

Event description:
It was reported that telemetry could not be established with this subcutaneous implantable cardioverter defibrillator (s-ICD). The physician attempted using several wand positions and multiple programmers without success. The patient was moved to three different rooms were attempted without change. The device was reset with a magnet, but the issue remained. Technical services (ts) was contacted for guidance and direction.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the nature of event for more information regarding the specific circumstances of this event.